Event description:
On (B)(6) 2019, during a pacemaker implantation procedure, the subject lead was implanted in the patient¿s right atrial appendage after the physician had difficulty in properly fixing the lead tip. A couple of hours after the procedure, atrial pacing failure was revealed and a re-intervention was performed. Although no visual dislodgement of the atrial lead was confirmed, it was considered that the lead tip was not properly fixed to the cardiac muscle depending on the physician¿s position since normal lead measurements were observed when a pacemaker check was performed. The subject lead was removed from the patient¿s body and replaced with a screw-in lead.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2019, during a pacemaker implantation procedure, the subject lead was implanted in the patient¿s right atrial appendage after the physician had difficulty in properly fixing the lead tip. A couple of hours after the procedure, atrial pacing failure was revealed and a re-intervention was performed. Although no visual dislodgement of the atrial lead was confirmed, it was considered that the lead tip was not properly fixed to the cardiac muscle depending on the physician¿s position since normal lead measurements were observed when a pacemaker check was performed. The subject lead was removed from the patient¿s body and replaced with a screw-in lead.